Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2014 with the following findings: a review of the pump's black box showed a loss of prime warning associated with a low non-zero force. The pump was manually suspended on (B)(6) 2014 at 16:55 and manually resumed at 19:57. The pump was also manually suspended on (B)(6) 2014 at 16:54 and manually resumed at 19:20. An ezprime sequence and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed that the pump was detecting the correct force. The total daily doses added up correctly and reflected the user's programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within the normal range and delivering accurately. An unidentified low force was observed in the black box but the force sensor calibration was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose level over 500 mg/dl with symptoms of strong fruity breath, abdominal pain, extreme drowsiness, blurred vision, atypical thirst, excess urination, nausea, signs of dehydration and trace ketones. The reporter stated that the pump had been repeatedly issuing loss of prime warnings with several cartridges. The reporter stated that the pump had not been turned off prior to the loss of prime warnings and that the cartridge was being used correctly. This complaint is being reported because the patient allegedly experienced a hyperglycemic event as a result of the loss of prime warnings.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.